Event description:
This is a spontaneous report by a nurse from the USA of peritonitis in a coincident with peritoneal dialysis (pd) therapy. During a call with baxter's customer service, it was reported that in (B)(6) 2010, the patient developed peritonitis and was hospitalized. Treatment for the peritonitis was not reported. It was not reported whether dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies were ongoing. In (B)(6) 2010, the patient was discharged from the hospital and was recovering from the event of peritonitis. A causality statement for the event of peritonitis was not provided.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.